Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced three infusion sets leakage event on (B)(6) 2024. The insertion site for all the events was at abdomen and the sets were in use for 3 days. The ifusion set tape was wet and the patient could smell the insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10437 - device 3 of 3. E1: patient city: (B)(6).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4) - MDR 3003442380-2024-10437. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation pr (B)(4). The following tests were completed for 10 reference samples of lot 6004658. 1. Visual inspection as per 4902148 quality criteria for products of the inset engesp family, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints, version 10. 10 reference samples meet the criteria of minimum 50ml/minute. 3. 4802112 leak test in water 10 reference samples were tested and no defects were found. Trending: a query was run in database on 19/mar/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6004658 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The following tests were completed for 10 reference samples of lot 6004658. 1. Visual inspection as per (B)(4) quality criteria for products of the inset family engesp (criteros de calidad para productos de la familia inset engesp), version 40. 10 samples visual0ly inspected and no damages or bent. 2. (B)(4) flow test on customer complaints (B)(6) version 10. 10 reference samples meet the criteria of minimum 50ml/minute. 3. (B)(4) leak test in water. 10 reference samples were tested and no defects were found.